Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator had lost connection to the system and failed to connect. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that helmer refrigerator had failed to connect on the bus. The field service engineer (fse) worked with pharmacy technician and instructed them to manually reboot both the refrigerator and the station. The customer confirmed that the station was back on the bus and functioning properly. Pharmacy technician successfully inventoried the refrigerator and accessed the medications in the bins. The system functioned as intended after the field service engineer repaired the device.